Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the device was sent to the supplier for evaluation. The supplier reports indicate: distal tip shows signs of surgical debris saline residue in suction tube no visible damage to handle or plug electrical testing was performed and the return continuity, primary capacitance and hipot tests passed. The active continuity test failed. To investigate the active continuity failure, the handle was opened, and continuity checks performed to locate the breakdown in active continuity. The continuity test across the crimp failed. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation test showed no activation for ablate and no activation for coag. The performance of the device was further assessed by activating the device via the ablate yellow foot pedal. After 3 minutes of pressing the footpedal no activation was evident. From the supplier investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation CAPA as initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. This cap has since been closed. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaints is required. Therefore no containment or correction action related to the individual complaints is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the customer via phone that during an unknown procedure their vapr s90 electrode 4.0mm with integrated handpiece when plugged into the generator, it did not work. They tried reconnecting it and same issue. The procedure was completed with another like device with no patient harm or surgical delay to the case. The customer could not provide any further information. The device will be returning for evaluation.